Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall charger stopped working. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Blood glucose level was not impacted.